Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. On the (B)(6) 2020 the user was not responding to sound. Previously the user reportedly had a good auditory benefit with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. No information on possible further steps has been received yet.

Event description:
The user's hearing performance with the device is affected. On the (B)(6) 2020 the user was not responding to sound. Previously the user had a good auditory benefit with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On the (B)(6) 2020 the user was not responding to sound. Previously the user had a good auditory benefit with the device. The recipient was re-implanted on (B)(6) 2020.